Event description:
Customer reported that touchscreen was often unresponsive. There was no adverse impact to the customer's blood glucose level. Customer declined follow-up from technical support, and no further information was obtained.